Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 539 mg/dl at the time of the incident. Another blood glucose level was 472 mg/dl, 872 mg/dl, 489 mg/dl, 538 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The self test and high pressure test was performed and both were passed. The device will not be returned for analysis.